Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the battery was rapidly depleting and an occlusion alarm occurred. Customer's blood glucose (bg) level ranged between 55 mg/dl and in the 400's (mg/dl). Reportedly the customer went to the ER for elevated bg level and went into diabetic ketoacidosis. Customer received fluids to address bg level. Reportedly, the customer had manual injections as alternate insulin therapy.